Event description:
It was reported that the customer experienced high blood glucose levels and that insulin leaked from the reservoir into the reservoir compartment. The blood glucose reading was 17.7 mmol/l, which the customer treated with manual injections. The caller stated that the leak occurred from underneath the white top seam. It was also observed that the stopper in the reservoir was missing. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Evaluated 1 opened and 1 used reservoir. Inspected reservoir o-rings, stopper grove for anomalies, none were found. Performed basal, bolus leaking test per specifications, reservoir filled with diluent, connected to a new infusion set. Installed reservoir and connector into a 5xx insulin pump. Conclusion, reservoir dose not leak. Evaluated 1 opened and 1 used reservoir, performed pre-fill reservoir test per specifications.